Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported that paxgene® blood ccfdna tube had a wrongly colored tube top. The following information was provided by the initial reporter: "it was reported that the customer received tube that was bluish grey in color. The third specimen came from a third state (so 3 different drs sites); arrived on site (B)(6) 2020. Per email response: I received 3 independent sets of tubes from different doctors offices filled with blood. For our blood draw we require 2 paxgene tubes. For each of them one of the tubes was a bluish gray in color. Significantly different in color than tube 2 and something we have not seen before. What were the dates of the three incidents? (B)(6) date of receipt, (B)(6) 2020 date of receipt, third date I have not been sent as of yet (will give update ) can you provide the lot numbers that is was seen with? We just started recording the lot numbers on the third set we received like this; prior if it¿s within expiration date we accept it and process. From the recorded tube the lot number was : lot 9259718 exp: 9-30-20. Were the tubes used? Were there any erroneous results? Tubes were used; two orders we had sufficient plasma from the tube that was not discolored we did not run it. I have a sample going on a batch today that will be the plasma from the discolored blood- I can give you an update on friday/ monday what the dna control in it looks like. Tubes were received from 3 different drs offices".